Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose of 600 mg/dl and received a no delivery alarm on the insulin pump, while attempting to deliver a bolus. The customer changed the infusion set and her blood glucose was 53 mg/dl on the morning of reporting the issue and 183 mg/dl at the time of the report. Ust sts shegot a no delivery alarm while trying to bolus. Troubleshooting was performed. During a fixed prime, the customer stated the insulin did exit the tubing. The infusion set cannula was found to be bent. A fixed prime was performed and insulin did exit the tubing. It was explained the insertion site may have been occluded. Customer was advised to change the set. Nothing further reported.